Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2003.

Event description:
It was reported that during a device replacement for normal battery depletion, testing of the atrial lead revealed a low p-wave, with noise produced when the patient moved the left arm across the chest. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.